Manufacturer narrative:
Other, oil mist, other: capital equipment, evaluated at customer site. The fse found oil mist emitting from oil filler cap on vacuum pump. The fse replaced both filler caps and tested. The fse ran an empty chamber standard cycle. System performs to specifications. Conclusion: other: a change order was opened to further investigate this issue. Reference: mdrs 2084725-2008-00754, 2084725-2008-00756, and 2084725-2008-00757.

Event description:
It was reported that four employees experienced human reactions from the haze in the room. The second of the four employees experienced headaches all day. She did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.